Event description:
It was reported that during a port placement procedure via the subclavian vein, blood return could not be allegedly confirmed. It was further reported that the air allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiration date: 04/2023.

Event description:
It was reported that during a port placement procedure via the subclavian vein, blood return could not be allegedly confirmed. It was further reported that the air allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port, one flushing connector loaded to a groshong catheter, two cath-locks, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one syringe, one straight tip guidewire loaded in a guidewire hoop, one 5fr dilator, one 8.0fr peel-apart sheath and vessel dilator and one j-tip guidewire loaded into a guidewire hoop were returned for evaluation. Gross, microscopic viusal and functional testing were performed. The investigation is confirmed for the reported suction, air or gas in device and identified fracture issues as multiple cracks were observed on the introducer needle hub. Upon infusion, leaks were observed throughout the introducer needle hub. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 04/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via the subclavian vein, blood return could not be allegedly confirmed. It was further reported that the air allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port, one flushing connector loaded to a groshong catheter, two cath-locks, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one syringe, one straight tip guidewire loaded in a guidewire hoop, one 5fr dilator, one 8.0fr peel-apart sheath and vessel dilator and one j-tip guidewire loaded into a guidewire hoop were returned for evaluation. Gross, microscopic viusal and functional testing were performed. The investigation is confirmed for the reported suction, air or gas in device and identified fracture issues as multiple cracks were observed on the introducer needle hub. Leaks were noted throughout the introducer needle hub during the infusion test. Water was returned within the syringe during the aspiration test. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.